Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove was confirmed as the guide wire was noted to be frozen in the catheter. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove. Analysis of the returned wire confirmed it to be frozen in the balloon catheter. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and the condition of the returned device, it is unknown what may have caused the reported difficulty during removal. Additionally, return analysis noted kinks on the proximal end of the wire, this type of damage is consistent with manipulation against resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a coronary artery. The .014 ht command had to be removed with the 3.0x80mm balloon as the balloon became stuck when attempting to be removed. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.